Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was unable to charge the ipg due to its position. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.